Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level went as high as 600 mg/dl. Troubleshooting for high blood glucose was performed. Customer experienced nausea, difficulty breathing and pain in the chest. Customer treated their high blood glucose via manual syringe and the insulin pump. Customer advised their healthcare provider made recent changes to the insulin pump programming. Customer's alarm history showed low reservoir, threshold suspend and low battery alarm. Customer performed the high pressure test and passed. Customer was advised replacement reservoirs and infusion sets will be sent out.